Event description:
It was reported during a ptca/stent procedure in a moderately tortuous and calcified lesion, the stent was dislodged from the delivery system while advancing through a previously implanted stent. Attempts to retrieve the stent were unsuccessful. A balloon catheter was used to collapse the stent against the wall of the artery. The final treatment strategy for the intended lesion is unk. Reportedly, there was no pt injury.